Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The reported issue was due to the airflow sensor drift caused unit to pass out of specified range. Root cause failure determined to be fault in u1 of airflow and oxygen flow subsystems.

Event description:
It was reported that during testing a return gas delivery system (gds) failed the flow accuracy test. There was no patient involvement.